Manufacturer narrative:
Correction: implant date previously erroneously reported as apr 15, 2021. Now corrected to jun 14, 2012.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a left ventricular (lv) lead revision. Prior to procedure, it was noted that the patient's symptoms of shortness of breath and fatigue were not subsiding after implant. Also, the ejection fraction was not improving. The physician elected to change the position of the lv lead to yield a better patient response. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.